Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 550mg/dl and the pump alarmed no delivery. The customer treated with a bolus. Troubleshooting found that the customer changed their infusion set but the alarm could not be cleared. Customer also mentioned that they were in the hospital one year ago for diabetic ketoacidosis. No further information was obtained and no further details given.